Manufacturer narrative:
Results - lubrication grease dried on siderail causing locking pin not to move.

Event description:
It was reported by service report that the right foot rail was not locking. No patient involvement or adverse consequences are reported.